Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated while wearing it on the leg. For treatment, the patient was given a pen injection and changed out the pod. The pod was leaking.

Manufacturer narrative:
Inspection of the device yielded no observations of damages capable of preventing the proper insertion of the cannula. The cause of this event could not be determined. The investigator performed a leak test on the device and observed no leaks along the fluid path. No damages capable of causing leaking during wear were observed to the device.